Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed lesion was located in a non calcified, moderately tortuous mid left anterior descending artery. A non bsc stent was implanted and it was confirmed that the stent was not dilated completely and the nc quantum apex mr 8x2.50mm balloon was used to post dilate. On the first inflation the nc quantum apex balloon ruptured at eighteen atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.